Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device. The device electronic records indicated that there were 4 shocks successfully administered by the device in manual mode. Between the delivery of shock 3 and 4, the device was placed in sync mode. However, the patient waveform was not available to view as the device had run out of memory. During this time, the keylogs indicated that the shock button was pressed, but a shock was not delivered. The device was then placed back in manual mode and the fourth shock was successfully provided to the patient. The issue of no defibrillation energy delivered was able to be verified and was not able to be duplicated. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device failed to provide shock during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed to provide shock during intervention on a patient. In this state, the device may not be able to provide defibrillation therapy, if it were needed. This issue is patient related; however there was no adverse patient outcome reported.